Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. The blood glucose¿level at the time of the incident was 585 mg/dl which was treated with the bolus through an insulin pump. The customer declined to test the insulin pump. Based on the customer report customer did not allege the insulin pump was under-delivering. Customer had been using an insulin pump system within 48 hours of the reported high blood glucose event. The insulin pump will not be returned for analysis.